Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a low blood glucose event. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump act button would stick. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported a low blood glucose of 19 mg/dl. Customer stated that she had an insulin reaction because of the infusion set recall. Customer also reported that she lost her job because of the issue. Customer declined low blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened (escape, down and act) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. Device received with broken battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address number label, cracked belt clip slot, cracked case reservoir tube window corner and cracked reservoir tube window.